Manufacturer narrative:
The device was returned with the implant detached from the pusher; however, the implant coil was not returned for evaluation. Inspection of the device revealed that approximately 8.5cm of the monofilament was left hanging outside of the pusher heater coil. The monofilament appeared wavy but not stretched, implying that it came loose from the implant coil. Based on the investigation and provided information, the complaint cannot be confirmed, as the implant coil was not returned for analysis. The specific root cause of this complaint is unknown, although the monofilament appears to have come loose from the implant coil.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that while repositioning an embolization coil in an aneurysm, the coil stretched. During removal, the coil detached. Both segments of the coil were removed in their entirety without intervention. There was no reported patient injury. The patient is reported to be "fine."